Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure performed on (B)(6) 2013. According to the complainant, during preparation, the physician flushed the device and pulled on the distal soft part of the device. The site reported that about 3mm of the distal part detached outside of the patient, but the tip of the corewire was not exposed. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed on september 30, 2013 that the pebax section damaged, exposing the corewire tip and making this a reportable event.

Manufacturer narrative:
(B)(4). A visual examination revealed that the pebax section damaged, exposing the tip of the metal core wire. Only the bumper of the corewire is visible at the end of the pebax. No evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specification. The complaint is consistent with the return that the distal tip damaged exposing the core wire tip. It is most likely that due handling factors during the unpacking and the preparation for the procedure that the device got damaged, therefor,e the most probable root cause is handling damage. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the  reported lot number (B)(4).